Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a gynecological procedure and mesh was implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
It was reported that the procedure was performed in (B)(6) 2004. Following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. The patient underwent drainage of suprapubic abscess with debridement of foreign body on (B)(6) 2010 and re-packing of suprapubic abscess with cavity exploration on (B)(6) 2010 due to suprapubic abscess. The patient underwent transvaginal exploration, resection of vaginal abscess, removal of infected and eroded mesh including removing entire segment of infected left side of the tape, removal of a portion of uninfected right side of the tape, cystoscopy and anterior vaginal wall flap for wound coverage on (B)(6) 2010 due to eroded and infected vaginal tape. No additional information was provided. (B)(4).